Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold resulting in loss of capture in both bipolar and unipolar pacing. Multiple repositioning attempts were done at different implant locations, but all were unsuccessful. The rv lead was not used and replaced to complete the procedure. The patient was in stable condition.